Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-17759. It was reported the patient is not receiving effective stimulation and alleges she has not ever received effective stimulation although she was getting adequate coverage of her pain pattern. Follow-up identified surgical intervention will not be taken but reprogramming will be done to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.